Event description:
Device was implanted on 2/22/96. On 10/8/96, the MFR received an explant record from the facility which states that the device had been explanted per the pt's request on 10/8/96 because the pt felt that "it was heavy and gives her gas".